Event description:
Pt alleges being returned to the operating room on 6/12/75 due to a hematoma, removal of the left implant, evacuation of the hematoma nd the implant reinserted. Pt also alleges again having evacuation of the hematoma of left breast and dehiscence of infra-mammary wound with extrusion of mammary prosthesis in left side.